Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advantix biliary stent with naviflex rx delivery system was to be implanted to treat a biliary obstruction in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the proximal flank of the stent was noticed to be fractured. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advantix biliary stent with naviflex rx delivery system was to be implanted to treat an obstruction in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the proximal flank of the stent was noticed to be fractured. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 17, 2025. It was confirmed that the stent was broken and there were no other problems noted with the device.

Manufacturer narrative:
Blocks b5 and e1 have been updated based on the additional information received on july 17, 2025. Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: an advanix biliary stent with naviflex rx delivery system were received for analysis. Visual inspection revealed that the push catheter was bent near the handle. Additionally, the suture hole on the push catheter was torn, and one of the stent barbs was found to be missing, it was detached. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent break. It was reported that one of the stent barbs was found fractured upon unpacking the device. However, based on procedural steps outlined in the attach stent document, such damage should have been detected during manufacturing. Steps involving suture threading and guide catheter advancement offer opportunities to identify structural defects prior to final assembly. The investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It is possible that the handling of the device during preparation, and the technique used by the physician limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure.